Manufacturer narrative:
An investigation performed by the manufacturer revealed that the damage of power supply cable is a result of the inner wire deterioration due to stress applied during up and down movements of the bed. Corrective and preventive action (CAPA) has been commenced to address the issue and prevent it from reoccurring. Actions taken in the course of the CAPA ensure that newly manufactured devices will be free of the recognized failure mode and the affected devices will be corrected effectively. On 19 may 2021, the field safety corrective action (fsca, internal number (B)(4), submitted to FDA under no. 3007420694-05/24/21-001-c) has been commenced to all arjo customers owning the bed equipped with indigo module. The device was repaired by an arjo technician (the indigo power supply cable was replaced) and checked. No product problem occurred after the repair. The instructions for use for the enterprise 8000x (746-585) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. To sum up, the complaint was decided to be reportable due to the indigo power supply cable malfunction resulted in sparks and black marks. This component was found to be defective and from that perspective, the device did not meet performance specifications. There was no patient involved when the malfunction was observed.

Event description:
Arjo was informed by the customer that there was no power on the ward due to a short circuit of the indigo (intuitive drive assist) power supply cable from enterprise 8000x bed. The evaluation performed by the facility technician revealed that the fuses were blown and the cable insulation got damaged with black marks visible. Sparking occurred during movement of the bed platform. There was no patient involved. No injury was reported.